Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to latch to a monitor) has been confirmed. Upon investigation the trunk cable connector was physically damaged with bent pins and the electrode belt was unable to securely connect to a monitor. The root cause for the bent pins on the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's belt connector was not latching to the monitor.